Manufacturer narrative:
On initial receipt of the incident device, a preliminary evaluation was done through the package. The catheter piece had been cut, not broken. A complete evaluation will be conducted, elaborating on the cut, when the catheter piece returns from the sterilizer decontaminated. The directions for use (dfu) was not followed. There is a highlighted boxed warning in the dfu that states "fully withdraw trach care catheter before cutting endotracheal tube, otherwise the catheter may also be cut." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
In 2007, kimberly-clark was made aware of an incident that occurred in another country on the next day. A baby was admitted to a hospital from another hospital the day prior to original date, with an intact closed suction catheter (product code 195-4). The reason for the transfer was the original hospital could not wean the baby from the ventilator. On the morning of one day after the original date, the baby was transferred from cardiothoracic ICU to neonatal ICU. The baby was extubated in the lift (elevator) and was resuscitated. Later, on an x-ray, they discovered 9 1/2 cm of the catheter lying in the left and right bronchus of the baby. At the time of the report, the baby was still in ICU but extubated and off of ventilation. No lasting impact reported but bronchoscopy and continued ventilation resulted from the incident. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified.